Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
Follow-up report - additional information (06/29/2017): a us distributor reported that a (B)(6) patient's skin irritation had returned under the therapy electrodes on (B)(6) 2017. The patient reported that she was diagnosed with a nickel allergy and that her cardiologist instructed her to end use of the lifevest. During a final follow up, the patient reported that the irritation had improved. A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red and itchy skin under the therapy electrodes. The patient's physician prescribed an ointment for use on the irritation. Follow-up indicated that the rash was gone with use of the prescription.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red and itchy skin under the therapy electrodes. The patient's physician prescribed an ointment for use on the irritation. Follow-up indicated that the rash was gone with use of the prescription.